Manufacturer narrative:
8/1/97-supplemental reoprt #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a CABG procedure, the suture broke an the suture knots came loose. The surgeon applied another product. The hospital reported that no pt injury had occurred.